Event description:
A clinical director reported a case of a slightly torn flap, observed on a patient's left eye when attempting a re-lift for lasik retreatment. Reporter indicated the retreatment was for a slight enhancement, and the torn flap was not related to the laser. Patient noted he was happy with outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).